Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('high menstrual flow') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual cramps"), menstruation delayed ("missed last period"), rash ("my chin and chest are breaking out"), anxiety ("anxiety") and loss of libido ("lost my sex drive") and was found to have weight decreased ("lost 15 lbs"). The patient was treated with citalopram and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, dysmenorrhoea, menstruation delayed, rash, anxiety, loss of libido and weight decreased outcome was unknown. The reporter considered anxiety, dysmenorrhoea, loss of libido, menorrhagia, menstruation delayed, rash and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: dysmenorrhoea, menorrhagia and menstruation delayed quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: new event lost my sex drive and lost 15 lbs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('high menstrual flow') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual cramps"), menstruation delayed ("missed last period"), rash ("my chin and chest are breaking out") and anxiety ("anxiety"). The patient was treated with citalopram and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, dysmenorrhoea, menstruation delayed, rash and anxiety outcome was unknown. The reporter considered anxiety, dysmenorrhoea, menorrhagia, menstruation delayed and rash to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: dysmenorrhoea, menorrhagia and menstruation delayed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added events my chin and chest are breaking out. On 23-apr-2020: fu8, 9 & 10 processed together: new event "anxiety", treatment drug and new reporters were added. On 23-mar-2020: fu 8,9 & 10 processed together: new event "anxiety", treatment drug and new reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('high menstrual flow') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual cramps") and menstruation delayed ("missed last period"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the menorrhagia, dysmenorrhoea and menstruation delayed outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and menstruation delayed to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: dysmenorrhoea, menorrhagia and menstruation delayed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 4 and 5 processed together. Social media received- new event high menstrual flow, menstrual cramp and missed last period were added. Reporter information was added. Event medical device removal deleted and surgery added to menorrhagia on 20-mar-2020: fu 4 and 5 processed together. Social media received- reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had to have a hysterectomy to get a rid of it') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had to have a hysterectomy to get a rid of it') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.